Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a threshold test with the programmer, the pacing rhythm was not returned to programmed settings when the programmer button was released. A different programmer was used and the issue was resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis could not confirm the report of the pacing rhythm not returning to programmed settings when the button was released. However, analysis did confirm the programmer freezing during testing through errors found in the programmer error log. The programmer software was reloaded, and the programmer passed all functional, safety, and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the programmer froze during the test.